Event description:
A health care professional reported that tip or handpiece became occluded during the cataract [with intraocular lens (iol) implant] surgery, with aspiration at 0 and an obstruction warning displayed during vitrectomy surgery. The tip was changed, but the issue persisted. The handpiece was then flushed and re-primed; priming passed, but it remained obstructed with aspiration still at 0. The handpiece was subsequently replaced. During priming, a fluidic management system (fms) error occurred, and replacement of the fms was advised. After changing the fms, a one-step prime was performed using a new tip and balanced salt solution (bss) bag, after which the system functioned properly. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).